Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between the liberty select cycler, and the serious adverse events of chest pain, and the myocardial infarction (mi). It is unknown when the patient began ccpd therapy on (B)(6) 2020 or (B)(6) 2020 or completed therapy on (B)(6) 2020 or (B)(6) 2020. The timeline for when the chest pains occurred, or when the patient¿s treatments concluded, was not provided. The cause of the patient¿s chest pain was attributed cardiac comorbidities and ¿clogged arteries,¿ which required surgical intervention. Per the pdrn, the patient was not actively undergoing pd therapy when the mi occurred. It is unknown when the patient began ccpd therapy on (B)(6) 2020, or when the patient¿s treatment concluded on (B)(6) 2020 in relation to the mi event. The cause of the patient¿s mi was attributed to the patient¿s cardiac comorbidities and clogged arteries. The incidence of acute coronary events in the esrd population is considerably higher than the general population. Based on the available information, the liberty select cycler cannot be disassociated from the events. It is evident fresenius products or devices did not cause the events, there is insufficient data to determine if the liberty select cycler may have contributed to the events. Plant investigation: no parts were returned to the manufacturer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A conclusion regarding the complaint incident cannot be reached without a examination of the complaint device.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for ¿personal concerns¿ and transitioned to hemodialysis (hd). Follow-up the patient¿s son revealed the patient went to their primary care physician (pcp) on (B)(6) 2020, complaining of chest pain (specifics not provided). An electrocardiogram completed at the pcp¿s office was unremarkable, and the patient¿s symptoms subsided. The patient returned home and completed ccpd therapy that evening. Mid-day on (B)(6) 2020, the patient again complained of chest pain, and was taken to the hospital. The patient received ccpd therapy at the hospital on (B)(6) 2020 without issue; however, on (B)(6) 2020 the patient suffered a myocardial infarction (mi). The patient was not undergoing any rrt when the event(s) occurred, however the details surrounding the event(s) are unknown. The patient¿s son stated the patient has multiple clotted arteries (source of the chest pain) and elected to undergo a coronary artery bypass graft (CABG). A temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed (date not provided) and the patient transitioned to hd (date not provided). The patient reportedly is tolerating hd well, and had a permanent tunneled hd catheter (not a fresenius product) surgically placed on (B)(6) 2020. The patient will remain in hd for the foreseeable future. The patient is recovering from the events and will be heading to a rehabilitation hospital in a few days. The patient¿s son stated to their knowledge, the patient did not have any concerns regarding his liberty select cycler or any fresenius product(s) or device(s). Follow-up with a peritoneal dialysis registered nurse (pdrn), verified the patient was not undergoing any form of rrt when the mi occurred, however no additional information was provided. The pdrn reported the patient has multiple cardiac comorbid conditions and required a CABG. The pdrn stated the patient¿s hospitalization was unrelated to any fresenius product(s) or device(s).